Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that revision surgery will be performed due to heterotopic bone.

Event description:
It was reported that revision surgery will be performed due to heterotopic bone.

Manufacturer narrative:
The reported event was confirmed through patient imaging, which showed heterotopic bone at both joints. The patient, who had received bilateral tmj devices in 2005, underwent a revision in (B)(6) 2024, during which the original implants were removed and spacers were placed. The revision was attributed to heterotopic bone formation¿a known adverse effect noted in the product's instructions for use. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.